Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a device check on (B)(6) 2019, an elective replacement indicator (eri) alert was observed with a battery voltage of 2.62v which is higher than the normal eri voltage of 2.5v. Based on two previous device checks on (B)(6) 2019 and (B)(6) 2018, it was suspected that the eri alert was premature. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The field complaint of premature battery depletion and incorrect measurement was not confirmed. The device was received in backup which was confirmed to have been triggered post-explant. The device image was reviewed, and a false early replacement alert was observed, consistent with the device being in auto-capture and high output mode. However, the pacer remained above eri throughout the implant period. A longevity calculation was performed, and normal battery depletion was observed. Analysis was normal. No anomalies were found